Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure and while the analyzer was in use, the analyzer had frozen and was unresponsive to touch. It was noted that the patient connector had not been paired. It was further noted that the user had the "saved measurements" screen displayed, and came back to the tablet a few moments later to find the analyzer frozen. The programmer remains in use. No patient complications have been reported as a result of this event.